Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is t-wave oversensing (twos) happening during two of the beats in the ventricular tachycardia non-sustained episode on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.